Event description:
Device 2 of 2; reference MFR. Report: 1627487-2018-09315. Follow up information identified the patient underwent explant of the scs system.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of thepatient'shistory to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2018-09315. It was reported the patient experienced inadequate stimulation with their scs system. Surgical intervention may be taken at a later date to address the issue.